Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Return requested. Replacement articulating arm shipped to site. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A medtronic representative reported a site navigation system articulating arm that was broken. The articulating arm was loose and could not be repaired. No further details regarding the damage, or how it occurred, were provided. Replacement was requested. There was no patient present when this issue was identified.

Manufacturer narrative:
Medtronic investigation of returned suspect device finds that the handle of the vertek arm is locked up. Not able to lock or release the arm. The reported event was confirmed to be caused by a mechanical failure mode. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.